Event description:
Additional information was received that the patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. Patient was seen by the nurse practitioner after this. It was later reported that the patient visited the hospital again on (B)(6) 2015 due to a fall and dilantin toxicity. Patient's vns was to be replaced while patient was at the hospital at the beginning of (B)(6). However, the vns was interrogate and no neos messages were observed. Therefore, the physician decided to refer patient to a surgeon for an outpatient generator replacement surgery. Clinic notes for replacement referral indicate that the patient's vns was functioning properly with no low battery indicators or other issues. Patient has been seizure free for a year but experienced status epilepticus in september, as previously reported. Patient's status epilepticus and seizures were reported to be due to patient's condition and not related to vns.

Event description:
It was reported that the patient was in status epilepticus and that patient was en route to the hospital. Patient was given medication (ativan). The medical professional suspected that the patient may need a new vns generator . Patient was reported to be non-compliant and misses his appointments. The medical professional referred patient to undergo generator replacement while patient is at the hospital as patient may not get the vns changed otherwise. Attempts for additional relevant information were unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
It was reported on (B)(6) 2015 that the patient underwent a generator replacement surgery that day. Follow up indicated that the generator was disposed after explant and cannot be returned.